Event description:
A user facility registered nurse (rn) reported that a patient experienced multiple blood loss events while undergoing hemodialysis (hd) therapy. The first event occurred while utilizing a baxter revaclear dialyzer with medisystem bloodlines. Approximately two hours into the patient¿s treatment, the machine alarmed with a blood leak alert. The patient was dialyzing on a fresenius 2008t machine. The dialysate was tested with a blood test strip, and it tested positive for the presence of blood. The patient was re-setup with a new revaclear dialyzer and new medisystem bloodlines. Approximately thirty minutes later, the machine alarmed with a high venous pressure and high transmembrane pressure (tmp) alarm. The dialyzer was inspected, and blood within the device appeared black. The device had clotted. The rn stated the patient¿s blood could not be returned. At this point, the physician recommended they re-setup with a different dialyzer, a fresenius optiflux 180nre dialyzer. A new medisystem bloodline was used concomitantly. Approximately thirty minutes into this attempt, the machine alarmed again with high venous pressure and tmp alarms. The dialyzer was inspected, and it was determined that the patient¿s blood had clotted once again. The blood could not be rinsed back. The patient¿s estimated blood loss from this event (with the optiflux dialyzer) was reported to be 100 ml. Per the rn, the patient¿s hemoglobin had dropped from 10.6 to 8.4 and the patient began to complain of dizziness. No further symptoms were reported. Despite the blood loss and complaints of dizziness, the patient did not require any medical intervention. The patient was sent home without completing their treatment. The machine was pulled from service for evaluation and its blood leak detector was calibrated. The patient was sent to a different clinic for their following treatment, and they completed that treatment without any issues. The rn did not think the dialyzers were faulty in any way as there were no visible defects on the devices. Reportedly, multiple other patients had used dialyzers from the same respective boxes, both revaclear and optiflux, and there were no known issues. No samples were available to be returned for evaluation, and the lot numbers were unknown. On the date of follow-up, the user facility had just returned the 2008t machine to service. It had not yet been used since the calibration was performed. No further details were provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Six lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on two of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a patient experienced multiple blood loss events while undergoing hemodialysis (hd) therapy. The first event occurred while utilizing a baxter revaclear dialyzer with medisystem bloodlines. Approximately two hours into the patient¿s treatment, the machine alarmed with a blood leak alert. The patient was dialyzing on a fresenius 2008t machine. The dialysate was tested with a blood test strip, and it tested positive for the presence of blood. The patient was re-setup with a new revaclear dialyzer and new medisystem bloodlines. Approximately thirty minutes later, the machine alarmed with a high venous pressure and high transmembrane pressure (tmp) alarm. The dialyzer was inspected, and blood within the device appeared black. The device had clotted. The rn stated the patient¿s blood could not be returned. At this point, the physician recommended they re-setup with a different dialyzer, a fresenius optiflux 180nre dialyzer. A new medisystem bloodline was used concomitantly. Approximately thirty minutes into this attempt, the machine alarmed again with high venous pressure and tmp alarms. The dialyzer was inspected, and it was determined that the patient¿s blood had clotted once again. The blood could not be rinsed back. The patient¿s estimated blood loss from this event (with the optiflux dialyzer) was reported to be 100 ml. Per the rn, the patient¿s hemoglobin had dropped from 10.6 to 8.4 and the patient began to complain of dizziness. No further symptoms were reported. Despite the blood loss and complaints of dizziness, the patient did not require any medical intervention. The patient was sent home without completing their treatment. The machine was pulled from service for evaluation and its blood leak detector was calibrated. The patient was sent to a different clinic for their following treatment, and they completed that treatment without any issues. The rn did not think the dialyzers were faulty in any way as there were no visible defects on the devices. Reportedly, multiple other patients had used dialyzers from the same respective boxes, both revaclear and optiflux, and there were no known issues. No samples were available to be returned for evaluation, and the lot numbers were unknown. On the date of follow-up, the user facility had just returned the 2008t machine to service. It had not yet been used since the calibration was performed. No further details were provided.